Event description:
The customer contact reported that during preventive maintenance testing at the user facility, after the device was powered on, the device alarmed with a 11/004 (less than 2.0 volts on lithium battery) service alarm code. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
Testing and investigation found at power up the device alarmed for 11/004 (less than 2.0 volts on lithium battery( service code alarm. The device has been identified as part of a product recall. This report represents all info known by the reporter upon query by hospital personnel.